Event description:
Sales rep reported that an expired tissue expander was successfully implanted. The package label only provided a sterilization date, and didn ot include an expiration date.

Manufacturer narrative:
(B)(4). Analysis of labeling revealed: "a sterile back-up tissue expander must be readily available at the time of surgery in the event that damages occurs. Products must be carefully inspected for leaks or nicks prior to use. No not attempt to repair damaged products." "Each sterile tissue expander is supplied in a sealed, double primary package. Natrelle (B)(4) tissue expander sterile product accessories are also supplied within the product packaging. Sterility of the tissue expander is maintained only if the thermoform packages, including the package seals, are intact." "Do not use the product if the thermoform packages or seals have been damaged."